Event description:
Patient was to receive dtap and influenza 6-35 months vaccines, when I (medical assistant) went to pull the cap off of the needle that was connected to the syringe for the dtap vaccine, the needle completely fell off of the needle protection device and syringe and onto the floor. I disposed of needle and syringe into sharps container. The influenza vaccine needle stayed connected to needle protection device and syringe until I administered it into the patient's leg, after administering the vaccine, the needle then disconnected from the needle protection device and the syringe and was stuck in patient's leg until I removed the needle from the patients and disposed the needle and syringe in the sharps container. Patient was not injured and medical assistant was not harmed.